Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient experienced occlusion at the site event on 13-jun-2024. Patient changed supplies as necessary and resumed insulin therapy. No further information available.